Event description:
Reporter stated the bolt and nut on the right side wheel lock that attaches to the lever that engages the wheel lock are missing.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.